Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd micro-fine¿+ demi insulin syringes experienced foreign matter in the fluid path. The following information was provided by the initial reporter: patient complained that syringes already contain a few drops of liquid.

Event description:
It was reported that 3 bd micro-fine¿+ demi insulin syringes experienced foreign matter in the fluid path. The following information was provided by the initial reporter: patient complained that syringes already contain a few drops of liquid.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0265863 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. H3 other text : see h10.